Event description:
Two myocardial leads were removed from service due to noise in the system during a routine replacement of an implantable cardioverter defibrillator. The physician elected to replace the leads, because of the noise, and implant a new sensing lead.